Manufacturer narrative:
Further information was requested but not received. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the right ventricular lead exhibited noise. The patient condition was unknown. No further information was known about this event.

Event description:
New information noted the patient presented remotely via merlin.net. The right ventricular lead noise was oversensed. No changes or interventions were reported. The patient was in stable condition.

Event description:
New information noted the right ventricular lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. A partial lead was returned in three pieces for analysis. Visual inspection found external insulation abrasions due to friction to the device can breaching the outer insulation and exposing the outer coil in two locations. The cause of the reported event was isolated to the abrasions breaching the outer insulation and exposing the outer coil. All other damages were sustained during the procedure.